Event description:
It was reported the device is subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021. The pacemaker was explanted prophylactically with no known malfunctions, and the patient was in stable condition.

Manufacturer narrative:
The device was explanted and returned due to advisory status. Final analysis found no anomalies related to the field concern. Analysis was normal.